Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the upper buttocks on (B)(6)2020. The patient¿s parent stated the sensor failed three days after the sensor was inserted. On (B)(6)2020, the patient awoke and complained to their mother that they had abdominal pain, a headache and was not feeling well. The patient was taken to the hospital where they were evaluated at the hospital. The patient was diagnosed with high ketones and was given unspecified fluids. The patient was discharged after feeling better. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be residual aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s parent stated the sensor failed three days after the sensor was inserted. The patient complained of abdominal pain, a headache and was getting sick. The patient was evaluated at the hospital on (B)(6) 2020 and diagnosed with high ketones. The blood glucose value and specific medical interventions were not provided. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be residual aberration. No additional patient or event information is available.